Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture per mammogram. Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side rupture. Per mammogram. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Additional observations: red particles were observed, on the shell. No further actions are required, since no issue in the manufacturing of the device is observed. Clarification to d.9.: returned to mfg on: the device has not been returned.